Manufacturer narrative:
The product is not available for evaluation. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00565, 9616099-2011-00564, and 1016427-2011-00073. Additional information will be submitted within 30 days from receipt. Concomitant devices include 5x20mm powerflex balloon, 8x20m powerflex balloon, 7x29 genesis stent, 6mm angioguard, 4x20mm powerflex balloon, 6x20mm powerflex balloon, 8x20mm powerflex balloon, 6fr arrow sheath, 4x20mm aviator balloon, 5x20 aviator balloon. A 6mm angioguard filter was deployed without difficulty and there was timi 3 flow on the angiogram after filter delivery. The lesion was pre-dilated with a 4x20mm aviator balloon catheter and a 7x40mm precise pro rx stent was delivered without complications. Post-dilation was done with a 5x20mm aviator balloon catheter for five seconds. With the second inflation, there was asystole which was rapidly reversed after deflation and treated with ephedrine. Completion angiogram showed excellent patency of the stent with no residual stenosis. The angioguard was retrieved with no debris noted in the basket. Completion angiogram showed excellent patency of the cervical carotid artery with no defects in the stented portion as well as no defects on angiography of the proximal cca. The patient was admitted to the intensive care unit overnight and did well and recovered without neurologic sequelae. On postoperative day two, the patient was transferred to the floor in stable condition. On discharge day, the patient was stable and neurologically intact. Cranial nerves ii-xii were grossly intact with nonfocal exam except for left mandibular nerve palsy that was improving.

Manufacturer narrative:
This is one of five products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00565, 9616099-2011-00564, and 1016427-2011-00073, 9616099-2011-00650, and 9616099-2011-00651. Please note, the catalog number for aviator plus pta dilatation catheter is 4245020w. Additional information will be submitted within 30 days from receipt. A 7x29mm genesis stent was placed overlapping the previously implanted genesis stent (implanted in 2006) into the aorta overlapping into the aorta by 3-4mm. Completion angiogram showed wide patency of the previously implanted genesis stent. An 8x20mm powerflex balloon catheter was used to flare the origin of the implanted 7x29mm genesis stent. Angiogram showed no extravasation, dissection, and excellent flow through the stented portion of the subclavian and the native subclavian and axillary runoff and excellent flow into the lima. A 6mm angioguard filter was deployed without difficulty and there was timi 3 flow on the angiogram after filter delivery. The lesion was pre-dilated with a 4x20mm aviator balloon catheter and a 7x40mm precise pro rx stent was delivered without complications. Post-dilation was done with a 5x20mm aviator balloon catheter for five seconds. With the second inflation, there was asystole which was rapidly reversed after deflation and treated with ephedrine. Completion angiogram showed excellent patency of the stent with no residual stenosis. The angioguard was retrieved with no debris noted in the basket. Completion angiogram showed excellent patency of the cervical carotid artery with no defects in the stented portion as well as no defects on angiography of the proximal cca. When the 7fr shuttle sheath was pulled out of the cca, it was noted that the genesis subclavian stent had caught on the 7fr shuttle sheath and pulled the cephalad against the greater curvature of the thoracic aorta and this caught the quick-cross catheter and broke the catheter. The quick cross catheter was caught on the edge of the genesis stent when retracted over the supercore wire. There was some deformation of the stent when retracted over the supercore wire. An attempt was made to correct this by exchanging out the 7fr shuttle sheath for an 11fr sheath to possibly remove the subclavian stent and re-stent the area. The 7fr sheath was removed over the magic torque wire and two proglide devices were placed and the 11fr sheath was delivered to the left subclavian. An en-snare was delivered through the sheath with a buddy wire through the sheath which caught the end of the stent and the wire was snared and the stent was straightened so that it was parallel to the subclavian origin. Pulling on the stent did not move it from its origin of the left subclavian so no further attempts were made to withdraw the stent; therefore, the stent was completely parallel to the left subclavian. The stent was rewired using a glidewire that was exchanged through a glide catheter for a magic torque wire. It could not be accurately determined whether the actual end of the stent was wired or one of the interstices of the stent; therefore, the stent was ballooned in serial fashion. A 4x20mm, 6x20mm, and 8x20mm powerflex balloon catheters were used for post-dilation. Angiograms taken between each balloon showed patency of the stented portion and reopening of the genesis stent. Final angiography revealed excellent patency of the stent. The patient was admitted to the intensive care unit overnight and did well and recovered without neurologic sequelae. On postoperative day two, the patient was transferred to the floor in stable condition. On discharge day, the patient was stable and neurologically intact. Cranial nerves ii-xii were grossly intact with nonfocal exam except for left mandibular nerve palsy what was improving. Addendum: medical records revealed the patient experienced acute blood loss anemia during the index procedure. Since the index procedure, the patient had dizzy episodes with vertigo but did not pass out. The patient has had a cough since the index procedure. Three weeks after the index procedure, the patient was working outside in the heat and became dizzy with nausea and vomiting. Emergency medical services arrived and the patient's blood pressure was 226/110. The patient was hospitalized and cardiac work-up was negative for acute coronary syndrome. CT of the chest revealed left lower lobe infiltrate and was negative for pulmonary embolism. The patient was admitted for pneumonia. CT scan of the left carotid revealed the precise stent was without occlusion. MRI of the brain revealed battered small recent ischemic infarctions in a watershed distribution in the left posterior frontal and parietal area and old cerebellar infarction. No hemorrhagic or significant mass effect with mild chronic ischemic demyelination changes present in both hemispheres. Echocardiogram showed normal lv function with mild lvh and mild to moderate diastolic dysfunction, mild pulmonary hypertension, and av sclerosis. Vascular consultation confirmed cranial nerves ii-xii intact with no evidence of neurological deficit. Discharge diagnosis included transient prolonged vertigo secondary to vertebrobasilar insufficiency and watershed infarcts in the left posterior frontal and parietal area without evidence of hemorrhage or residual deficits. The patient was known to have vertebral artery occlusions based on previous CT scans and conservative management was recommended with continuation of aspirin and plavix. The patient was asymptomatic since admission and was discharged after two days of hospitalization.

Event description:
After implantation of a 7x40mm precise pro rx stent, post-dilation was done with a 5x20mm aviator balloon catheter for five seconds. With the second inflation, there was asystole which was rapidly reversed after deflation and treated with ephedrine. After implantation of the 7x29mm genesis stent, the quick cross catheter caught on the edge of the stent when retracted over the supercore wire. There was some deformation of the stent when retracted over the supercore wire. On discharge day, the patient was stable and neurologically intact. Cranial nerves ii-xii were grossly intact with nonfocal exam except for left mandibular nerve palsy that was improving. Pre-procedure CT angiogram confirmed 75% stenosis of the right internal carotid artery (ica), 80% stenosis of the left ica, bilateral vertebral artery occlusions at the origin and a 90% recurrent stenosis in the left subclavian. The patient was asymptomatic in terms of his carotid artery disease. Left anterior oblique (lao) projections confirmed a type I arch and a takeoff of the left common carotid with no significant stenosis. The origin of the left common carotid was within 2cm of the origin of the left subclavian artery. The previously placed 9x20mm smart stent was within 5mm of the left subclavian artery and there was an 80% stenosis at the origin of the left subclavian artery and effacement of contrast within the stent and normal flow into the subclavian artery proximal to the left internal mammary artery (lima). A hand injection angiogram was used to determine patency of the distal portion of the stent and the remainder of the subclavian and axillary artery were widely patent with excellent flow into the lima. A 5x20mm powerflex balloon catheter was used to dilate the origin stenosis in the subclavian artery and it was also used to dilate the in-stent stenosis along the course of the stent.

Manufacturer narrative:
This is one of five products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00565, 9616099-2011-00564, and 1016427-2011-00073, 9616099-2011-00650, and 9616099-2011-00651. Addendum (26-aug-2011): additional information was received on 26-aug-2011 stating the initial stent implanted in the left subclavian on (B)(6) 2006 was a 9x20 cordis smart stent. A 7x29mm genesis stent was placed overlapping the previously implanted 9x20mm smart stent (implanted in (B)(6) 2006) into the aorta overlapping into the aorta by 3-4mm. Completion angiogram showed wide patency of the previously implanted smart stent. An 8x20mm powerflex balloon catheter was used to flare the origin of the implanted 7x29mm genesis stent. Angiogram showed no extravasation, dissection, and excellent flow through the stented portion of the subclavian and the native subclavian and axillary runoff and excellent flow into the lima. A 6mm angioguard filter was deployed without difficulty and there was timi 3 flow on the angiogram after filter delivery. The lesion was pre-dilated with a 4x20mm aviator balloon catheter and a 7x40mm precise pro rx stent was delivered without complications. Post-dilation was done with a 5x20mm aviator balloon catheter for five seconds. With the second inflation, there was asystole which was rapidly reversed after deflation and treated with ephedrine. Completion angiogram showed excellent patency of the stent with no residual stenosis. The angioguard was retrieved with no debris noted in the basket. Completion angiogram showed excellent patency of the cervical carotid artery with no defects in the stented portion as well as no defects on angiography of the proximal cca. When the 7fr shuttle sheath was pulled out of the cca, it was noted that the genesis subclavian stent had caught on the 7fr shuttle sheath and pulled the cephalad against the greater curvature of the thoracic aorta and this caught the quick-cross catheter and broke the catheter. The quick cross catheter was caught on the edge of the genesis stent when retracted over the supercore wire. There was some deformation of the stent when retracted over the supercore wire. An attempt was made to correct this by exchanging out the 7fr shuttle sheath for an 11fr sheath to possibly remove the subclavian stent and re-stent the area. The 7fr sheath was removed over the magic torque wire and two proglide devices were placed and the 11fr sheath was delivered to the left subclavian. An en-snare was delivered through the sheath with a buddy wire through the sheath which caught the end of the stent and the wire was snared and the stent was straightened so that it was parallel to the subclavian origin. Pulling on the stent did not move it from its origin of the left subclavian so no further attempts were made to withdraw the stent; therefore, the stent was completely parallel to the left subclavian. The stent was rewired using a glidewire that was exchanged through a glide catheter for a magic torque wire. It could not be accurately determined whether the actual end of the stent was wired or one of the interstices of the stent; therefore, the stent was ballooned in serial fashion. A 4x20mm, 6x20mm, and 8x20mm powerflex balloon catheters were used for post-dilation. Angiograms taken between each balloon showed patency of the stented portion and reopening of the genesis stent. Final angiography revealed excellent patency of the stent. The patient was admitted to the intensive care unit overnight and did well and recovered without neurologic sequelae. On postoperative day two, the patient was transferred to the floor in stable condition. On discharge day, the patient was stable and neurologically intact. Cranial nerves ii-xii were grossly intact with nonfocal exam except for left mandibular nerve palsy what was improving. Pre-procedure CT angiogram confirmed 75% stenosis of the right internal carotid artery (ica), 80% stenosis of the left ica, bilateral vertebral artery occlusions at the origin and a 90% recurrent stenosis in the left subclavian. A 6mm angioguard filter was deployed without difficulty and the lesion was pre-dilated with a 4x20mm aviator balloon catheter followed by implantation of a 7x40mm precise pro rx stent, post-dilation was done with a 5x20mm aviator balloon. During the second inflation the patient experienced asystole which was rapidly reversed after deflation and was treated with ephedrine. The angioguard was retrieved with no debris noted in the basket. A previously placed 9x20mm smart stent (implanted in (B)(6) 2006) was noted within 5mm of the left subclavian artery with an 80% stenosis at its origin. A 5x20mm powerflex balloon catheter was used to dilate the in-stent stenosis along the course of the stent. A 7x29mm genesis stent was then implanted overlapping the previously implanted 9x20mm smart stent overlapping into the aorta by 3-4mm. A non-cordis catheter became caught on the edge of this stent when it was being retracted over a non-cordis guidewire resulting in some deformation of the stent. Multiple balloon inflations were performed to flare the origin of the implanted 7x29mm genesis stent, angiogram showing no extravasation, dissection, and excellent flow and reopening of the genesis stent. Final angiography revealed excellent patency of the stent. The patient was admitted to the intensive care unit overnight and did well and recovered without neurologic sequelae. On postoperative day two, the patient was transferred to the floor in stable condition. On discharge day, the patient was stable and neurologically intact except for left mandibular nerve palsy that was noted as improving. Three weeks after the index procedure, the patient was hospitalized for a cardiac work-up which proved negative for acute coronary syndrome. The patient was admitted for pneumonia. CT scan of the left carotid revealed the precise stent was without occlusion. MRI of the brain revealed battered small recent ischemic infarctions in a watershed distribution in the left posterior frontal and parietal area and old cerebellar infarction. Discharge diagnosis included transient prolonged vertigo secondary to vertebrobasilar insufficiency and watershed infarcts in the left posterior frontal and parietal area without evidence of hemorrhage or residual deficits. The patient was known to have vertebral artery occlusions based on previous CT scans and conservative management was recommended with continuation of aspirin and plavix. The patient was asymptomatic since admission and was discharged after two days of hospitalization. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15319753 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4): the product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. (B)(4): lake region lot number 01430830 which is cordis lot number 70111509. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01430830. This packaging lot contained 125 units, which were shipped from lake region medical on february 18, 2011. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15171837 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4): the product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia, or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the instructions for use (IFU) as such. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intra-stent percutaneous transluminal angioplasty (pta) or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Transient ischemic attack (tia) and its associated symptoms (facial palsy cannot be disassociated) are often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. Ischemic stroke and its subsequent symptoms is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
After implantation of a 7x40mm precise pro rx stent, post-dilation was done with a 5x20mm aviator balloon catheter for five seconds. With the second inflation, there was asystole which was rapidly reversed after deflation and treated with ephedrine. After implantation of the 7x29mm genesis stent, the quick cross catheter caught on the edge of the stent when retracted over the supercore wire. There was some deformation of the stent when retracted over the supercore wire. On discharge day, the patient was stable and neurologically intact. Cranial nerves ii-xii were grossly intact with nonfocal exam except for left mandibular nerve palsy that was improving. Pre-procedure CT angiogram confirmed 75% stenosis of the right internal carotid artery (ica), 80% stenosis of the left ica, bilateral vertebral artery occlusions at the origin and a 90% recurrent stenosis in the left subclavian. The patient was asymptomatic in terms of his carotid artery disease. Left anterior oblique (lao) projections confirmed a type I arch and a takeoff of the left common carotid with no significant stenosis. The origin of the left common carotid was within 2cm of the origin of the left subclavian artery. A 7mm genesis stent was within 5mm of the left subclavian artery and there was an 80% stenosis at the origin of the left subclavian artery and effacement of contrast within the stent and normal flow into the subclavian artery proximal to the left internal mammary artery (lima). A hand injection angiogram was used to determine patency of the distal portion of the stent and the remainder of the subclavian and axillary artery were widely patent with excellent flow into the lima. A 5x20mm powerflex balloon catheter was used to dilate the origin stenosis in the subclavian artery and it was also used to dilate the in-stent stenosis along the course of the stent.

Event description:
During the procedure, after inflation with a 5x20mm aviator balloon, the patient went into asystole that was rapidly reversed after deflation and treatment with ephedrine. Pre-procedure CT angiogram confirmed 75% stenosis of the right internal carotid artery (ica), 80% stenosis of the left ica, bilateral vertebral artery occlusions at the origin and a 90% recurrent stenosis in the left subclavian. The patient was asymptomatic in terms of his carotid artery disease. Left anterior oblique (lao) projections confirmed a type I arch and a takeoff of the left common carotid with no significant stenosis. The origin of the left common carotid was within 2cm of the origin of the left subclavian artery. An unknown 7mm stent was within 5mm of the left subclavian artery and there was an 80% stenosis at the origin of the left subclavian artery and effacement of contrast within the stent and normal flow into the subclavian artery proximal to the left internal mammary artery (lima). A hand injection angiogram was used to determine patency of the distal portion of the stent and the remainder of the subclavian and axillary artery were widely patent with excellent flow into the lima. A 5x20mm powerflex balloon catheter was used to dilate the origin stenosis in the subclavian artery and it was also used to dilate the in-stent stenosis along the course of the stent. A 7x29mm genesis stent was placed overlapping the previous stent into the aorta overlapping into the aorta by 3-4mm. Completion angiogram showed wide patency of the previously implanted unknown stent. An 8x20mm powerflex balloon catheter was used to flare the origin of the implanted 7x29m genesis stent. Angiogram showed no extravasation, dissection, and excellent flow through the stented portion of the subclavian and the native subclavian and axillary runoff and excellent flow into the lima.